Event description:
It was reported that during a ptca procedure, the tip of the pt2 guidewire detached. The lesion being treated was in the circumflex (cx). Following deployment of another MFR's stent, there was no reflow so the pt2 guidewire was advanced through the stent struts into the ostium. Another MFR's balloon was attempted to be advanced through the stent, however it was unsuccessful. The physician experienced difficulties removing the balloon, and the runway guide catheter was deep seated. The physician then "jerked" everything to remove it and the tip of the pt2 guidewire was sheared off. Pt was reported to have an st elevation and to be going for bypass surgery later that day. Add'l details have been requested however, they have not been provided. Pt status was reported as 'fine'.